Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters (por) was noted as two pors for write to locked ram, addr=10c6, data=28 occurred on (B)(4) 2012 14:49:52 and addr=12a0, data=2b on (B)(4) 2012 14:41:54. One patient alert for por occurred on (B)(4) 2012 13:41:54.

Event description:
It was reported that the patient had received radiation treatment and the device had a power on reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.